Event description:
It was reported that approximately one year after implantation of a breast tissue maker, the patient developed an intermittent rash at the access site. It is unknown if any treatment has been provided.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. Also, the file was documented as having contact or attempted contact with (B)(4), health professional, user facility, and the consumer, but these were not previously reported.

Manufacturer narrative:
A manufacturing review could not be performed, as the lot number is unknown. The marker system was not returned for evaluation and the marker remains implanted in the patient. Although the sample was not returned for evaluation, one electronic photo was provided for review. Based on the photo review, the reported issue cannot be confirmed. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.